Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versaport v2 bladeless optical 5-15 mm long trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There was no reported condition. Only the top portion was received. The circular seal was dislodged from the device. The plastic leaves were intact. The cannula was not received. The condition of the product precluded functional testing. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the dislodged circular seal replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The device was returned with no reported condition. Additional information has been requested but not yet received.